Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, rewind, displacement and self tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was also received with a missing end cap sticker, a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 137 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer was disconnected during prime. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the insulin pump was not bumped or dropped and no water contact. The customer reported that the drive support cap appear to be normal and did not pressed the cap while connected.